Manufacturer narrative:
E1: initial reporter phone- (B)(6). Detailed product information was not provided to bsc as the account did not have the available information. Because the product lot number is unknown, we are unable to provide the complete unique identifier (UDI) #.

Event description:
It was reported that the coil unraveled and protruded from the target location, requiring additional intervention. An idc 18 soft coil 4mm x 8cm was selected for a varicoele embolization procedure. The idc 18 soft coil 4mm x 8cm was implanted in addition to multiple other embolic coils. When deploying this coil, however, there were slight issues during deployment, and the coil was re-sheathed as it didn't deploy correctly. The original device was used to complete the procedure. Overnight, the patient experienced pain and discomfort and noticed a coil protruding out of an open-wound scalpel incision in their groin. A complex extraction was planned for the next day. At the time of presentation, it seemed the coil was sandwiched between several other coils used during varicocoele embolisation. Therefore, simply pulling it was not feasible as this risked dislodging proximal coils. Instead, it was approached from the neck and groin at the same time, and they were able to snap the coil in the renal vein. During the extraction, the coil was half-removed, with a small amount left within the renal vein. No coil was left in the inferior vena cava (ivc) or right common iliac vein (rciv).